Event description:
It was reported that, "right tka. The pt has had problems with her implants since the primary surgery. She is extremely upset. She has pain and if she kneels she cannot get up. She cannot participate in her normal exercise and activities. The second opinion doctor stated that it is either infection or loosening of the hardware. He said if it's the loose pieces she would have to have a revision to remove the loose/bad parts and have them replaced. Her health insurance no longer participates with her primary implant surgeon."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.